Manufacturer narrative:
(B)(4). Damaged pushrod. The analysis results showed that the device was received with the pushrod bent and with a cartridge reload present. It is possible that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device. In addition, the reload was received void of staples and with the washer uncut. This condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The cartridge was reassembled and tested for functionality with the returned device and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device opened and closed without any difficulties during the analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, after firing and removing of the device the staple row did not hold. The staple line was incomplete and the staples were malformed. The surgeon had to suture by hand. No noises and no further problems during handling. Procedure prolonged 30 minutes. No patient consequence reported.